Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had multiple issues. The customer's blood glucose was unknown. Reservoir and battery compartment's grooves have dulled making it harder to screw battery cap and reservoir on. The customer mentioned that act and up, down buttons were harder to press at times. They also mentioned random no delivery alarms have occurred. The troubleshooting was not mentioned. The product will not be returned for analysis.